Event description:
Manufacturer ref#:(B)(4).

Manufacturer narrative:
On-site investigation was performed by our field service engineer. According to the received service report the mains inlet was defective and in need of replacement. Replacement of the mains inlet solved the issue. No log files have been provided. The mains power cable is connected to the mains power inlet, a male connector mounted on the rear panel of the unit. The mains power inlet, the holder for the mains fuses f3/f4 and the on/off switch is one complete unit. The mains power inlet, including fuse holder, must be checked and cleaned during preventive maintenance. Our conclusion is that the replaced part was the cause of the failure. However, the root cause of why the part failed has not been established as the replaced part was not returned for investigation.

Event description:
It was reported that the compressor did not start. There was no patient harm reported. Manufacturer's ref. #: (B)(4).